Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the clinical use of a single-use sterile urinary catheter experienced balloon rupture, two consecutive instances of catheter balloon rupture occurred at (B)(6), and the affected product was model 123616c, lot number: mykr1916. In light of this situation, the health professional requested assistance in filing a product quality complaint.